Manufacturer narrative:
During device testing, the reported issue was confirmed: the bending section could not be bent in the up direction due to a detached wire stopper. Functional testing also showed the up/down lever could not be locked due to a worn lock engagement lever. The device did not meet with insulation resistance specifications due to a cut on the heat shrinking material on the lock engagement lever and a crack on the connector cover. The channel was not water-tight due to channel damage. The water supply did not meet with functional specifications because foreign material was clogging the channel. Finally, testing showed the image had a partially dark area due to a scratch on the objective lens. Examination of the returned device found the following components were scratched: switch box; control unit; and right/left knob. Inspection showed additional issues: the scope cover and light guide lens were cracked; the control unit showed corrosion due to water leakage; the label on the scope connector was peeled; the bending section cover adhesive was chipped; and the connecting tube was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had a broken angulation cable. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water tube and the auxiliary tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the air/water cylinder was not identified and there was no physical damage where the foreign material was found. Foreign material remaining in the device was attributed to incomplete reprocessing due to leakage from the biopsy channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: detection methods in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.